Event description:
It was reported by plaintiff's attorney that the plaintiff was implanted with an infast sling on or about (B)(6) 2001 to treat her stress urinary incontinence and/or pelvic organ prolapse. Plaintiff's attorney alleged plaintiff suffered significant mental and physical pain, sustained permanent injury, permanent and substantial physical deformity, and severe emotional distress. Plaintiff's attorney also alleged the plaintiff suffered damaged nerve endings leading to debilitating neuromas and has undergone and/or will undergo corrective surgery or surgeries.

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.